Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch¿ electrophysiology catheter and an irrigation issue occurred during the device being used on the patient. Occlusion / no irrigation was reported. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 15-apr-2024.the suspected device for the reported flow/irrigation issue was the catheter. This issue was noted during the device being used on the patient. No error was noted on the irrigation pump. Replacing the catheter resolved the irrigation issue. The correct catheter settings were not selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. Additional information was received on 25-apr-2024. No servicing on the generator or the pump are needed. No ablation was delivered. The irrigation pump was set to manual high flow irrigation. This event was originally considered non-reportable, however, bwi became aware of that the irrigation issue was noted during the device being used on the patient on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. This issue was noted during the device being used on the patient. No error was noted on the irrigation pump. The investigation was completed on 21-may-2024 the device was returned to biosense webster (bwi) for evaluation. Visual inspection, and pump and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following precautions: inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).